Event description:
The customer reported ¿light scatter offset high ¿errors and ls background failure on the lh780 analyzer. There was no impact to patient results.

Manufacturer narrative:
The fse confirmed the errors. The fse installed a new ls sensor, and ls preamp assembly resolving the issue. The fse calibrated the triple transducer module (ttm) and installed a new laser as part of incidental service. Upon recur; the failure modes identified are likely to cause erroneous results for the retic and diff parameters due to compromised light scatter signals. (B)(4).